Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported stent damage occurred. The target lesion was located in the right coronary artery. A 2.50 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, when the device was advanced through the non-bsc guide extension catheter, the device would not get through. Upon removal, the stent was damaged. The procedure was completed using a different device. No patient complications were reported.